Event description:
My nevro spinal cord stimulator began overheating under my skin (near my spine) when I would attempt to charge it. It produced a terrible burning sensation, so I had to have it surgically removed. It also caused my spine to begin to curve at the site of implant (but that may have been due to poor placement). The CT date is generalized, I'd have to look at records for the specific dates. I ended up having 3 CT scans before the explant, because the doctor couldn't see the top of the leads. I had the device explanted on (B)(6) 2024. I have the device if someone would like to inspect it for the flaw that caused the overheating. I have seen others have had similar issues.